Event description:
It was reported that the device had a partial reset. When the device was interrogated, it showed question marks in fields where there should have been numbers and some of the data was missing. It was noted the patient was undergoing radiation therapy five times a week to the right pectoral area and the device is implanted in the left pectoral region. The settings of the device were reprogrammed, the device was interrogated again and the data was then available and the radiation technician was advised to shield the device during treatment. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found that the diagnostics and/or data collection for lead impedance trend had missing/invalid data. The save to disk file shows parity error count equal to 23 between (B)(4)-2012 and (B)(4)-2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.